Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/27/2013 for investigation. Investigation results as follows: the reported complaint of the platform not powering on was confirmed. During initial evaluation, the platform could not be powered up. The processor board was found to be defective and preventing the normal power on sequence. As a result of the platform not powering on, no functional testing or archive review could be performed. Upon replacement of the defective processor board, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform could not be powered on with fully charged batteries that work with other platforms. No patient involvement was reported. No further information was provided.